Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the eye problems were small cataracts and double-vision spells. The cause of the device protruding was not determined, but it was less pronounced. The patient hadn't notified their physician of the issue.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare provider (hcp). Patient reported device site was painful, turning pink and skin protruded where the implant is and was taking tylenol every few hours. Patient stated her device was protruding. This started several weeks ago. Patient indicated that she was very stiff, tight and was having eyes problems. Patient was wondered what to do about it. Patient stated she had a primary care who would be helping her find healthcare provider (hcp) for interstim. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.